Event description:
The user reported pain at the implant site. The device was still functioning prior to being removed. The device was explanted on (B)(6) 2020. According to the explantation report there was an extrusion and wound healing issues. In addition there was a report of biofilm formation.